Event description:
Reporter indicated they were having difficulties getting their handheld computer to stay on, and later in the day, the handheld computer would not even turn on. The typical troubleshooting was performed but did not resolve the issue. The product was received on 01/05/2009, but product analysis has not yet been completed.